Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue part) and the main body (light blue part) of a minicap transfer set. The event was further described as "not working" when trying to fill the patient and ¿the light blue and dark blue part breaks off¿ when the device was assessed at the clinic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.